Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the suture detached 0.5 inches from the needle when the physician was pulling the suture through the pt's right sacrospinous ligament with hemostat. The suture and needle were retrieved from inside the pt using pick-ups. The procedure was completed with another pinnacle anterior pfr kit without any complications to the pt, who is reportedly "good" post-procedure.

Manufacturer narrative:
The complaint indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.